Event description:
Caller reported a minimum fill notification and attempted to load a new cartridge. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support guided the caller through the process of filling and loading a new cartridge, which successfully resolved the issue, allowing the caller to resume insulin delivery.